Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-00460.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the article states that the cause of the embolization was ¿inadequate volume of contrast media in the inflation device due to a manual error.¿ the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference seecheran, naveen, frank ittleman, and harold dauerman. "Left ventricular outflow tract embolization and balloon assisted recapture of a sapien xt prosthesis during transcatheter aortic valve replacement." Catheterization and cardiovascular interventions (2015).

Event description:
Per article "left ventricular outflow tract embolization and balloon assisted recapture of a sapien xt prosthesis during transcatheter aortic valve replacement" by naveen seecheran, frank ittleman, and harold dauerman, the patient had a 26mm sapien xt placed in the aortic position via tf approach. The valve embolized into the lvot due to ¿inadequate volume of contrast media in the inflation device¿ due to a manual error (no malfunction). The physician was able to capture the valve and deploy it within the annulus. The valve then demonstrated ¿moderate central regurgitation¿ possibly due to damaged leaflets or malposition (never confirmed). A second 26mm sapien xt valve was placed in the first 26mm sapien xt valve(viv). The patient experienced a transient ¿heart block¿ that resolved the next day. No mention of a ppm. The patient also experienced a small cerebellar infarct which resolved on pod5